Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per procedural manual, the user is instructed to retrieve delivery system with valve and sheath together as a single unit once valve is completely retracted inside sheath. In this case, it is likely that the physician attempted to remove the crimped valve individually from sheath, which likely caused the valve to catch on the hemostatic seals in sheath hub. High pull forces during this withdrawal attempt likely resulted in the alleged balloon tear. In this case, the torn balloon was unable to be confirmed, as the device was not returned. The available information suggests that procedural factors (improper device removal techniques, withdrawal forces) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, the wire was lost across the 29mm sapien 3 ultra resilia valve before valve exited the esheath+. The physician attempted to remove the valve from sheath and began to feel resistance. They removed entire system and sheath as a unit. Upon inspection on back table, the delivery catheter balloon was torn. The physician requested new valve and delivery catheter for patient safety.

Manufacturer narrative:
The investigation for this report is ongoing.